Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch was noted on the device due to far-filed oversensing signals. Programming changes were made. The patient will be followed normally.